Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons fell apart inside me [foreign body in reproductive tract]. Tampons fell apart inside [device breakage]. Tampons expanded hugely, rough [device physical property issue]. Tampon string turned blue [device colour issue]. Case description: consumer sent an email stating that the tampons fell apart, expanded, and were rough. No injury was reported.